Event description:
It was reported that a minicap sponge was protruding from the cap. The patient used the minicap. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time. This is report 41 of 60.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.